Event description:
Paramedics attempted to administer a shock to a person diagnosed in cardiac arrest. The device reportedly failed to charge and displayed a connect cable message. The pt's outcome was not reported.